Event description:
It was reported that the customer experienced a low blood glucose (bg) level below 40 mg/dl; cause of bg not known. It was reported that the customer's husband attempted to address the bg by administering glucagon then contacted paramedics to transport the customer to the emergency room. The customer was subsequently hospitalized and was treated with intravenous fluids of potassium chloride to address the bg. Customer was discharged five days later, (B)(6) 2026 with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management. Additionally, the customer reported tooth loss in relation to the low blood glucose, no additional details were provided.